Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000044 number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium in which the medical team confirmed that the hemostatic valve was dislodged inside the hub. The valve was not detached from the sheath. The event was first noticed mid-procedure when the hemostatic valve leaked blood. The blood leaked backwards and not towards the patient, so there was no risk of air traveling to the patient. The patient lost 100-200 ml of blood during the leakage. The sheath was quickly removed after realizing that the valve was not working. The sheath was still on the right side as well. The product was replaced and the issue resolved. No patient consequences were reported. Hemostatic valve separation is MDR-reporable.